Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a tube k2edta plh 13x75 3.0 plblce gld. The following information was provided by the initial reporter, "cap yellow steel tube does not fill sufficiently. During donation."

Event description:
It was reported that underfill occurred during use with a tube k2edta plh 13x75 3.0 plblce gld. The following information was provided by the initial reporter, "cap yellow steel tube does not fill sufficiently. During donation."

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.